Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter split. The following information was provided by the initial reporter: material no.: 381411 batch no.: possibly 0118749, 0077674, 0028055 it was reported that the catheter split during insertion. Per email: product complaint received via phone today. Complaint details: catheter split during insertion on 1 patient on 11/3/20. No harm to patient. Product: 381411 ¿ lots 0118749, 0077674, 0028055 ¿ caller uncertain which particular was the culprit but wishes to return all 3. Sample available. Credit is desired ¿ purchased through owens-minor po# 311692.

Manufacturer narrative:
Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received six top webs and six catheter adapter assemblies. Multiple units had dried media indicating that venipuncture had occurred. The top webs and catheters were mixed so it was impossible to link each catheter to a specific lot. During the visual examination, no damage was observed. A leak test was performed to detect any holes or splits in the catheter. Two of the six units failed the leak test confirming the reported defect. Microscopic examination of the two units revealed a v-shaped hole and skiving in the catheter wall. The v-shaped cut and skiving indicate that the needle tip pierced through the catheter tubing. The four units that did not leak had no damage or defects. The needle tip can pierce through the catheter during the manufacturing process or in the user environment. Based on the observed dried media, the most likely scenario is the defect occurred during venipuncture. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0118749, medical device expiration date: 2023-03-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0077674, medical device expiration date: 2023-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0028055, medical device expiration date: 2022-12-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter split. The following information was provided by the initial reporter: material no.: 381411 batch no.: possibly 0118749, 0077674, 0028055. It was reported that the catheter split during insertion. Per email: product complaint received via phone today. Complaint details: catheter split during insertion on 1 patient on (B)(6) 2020. No harm to patient. Product: 381411 ¿ lots 0118749, 0077674, 0028055 ¿ caller uncertain which particular was the culprit but wishes to return all 3. Sample available. Credit is desired ¿ purchased through (B)(4).